Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia for approximately two hours, with sensor glucose at 50 mg/dl and confirmatory fingerstick at 58 mg/dl, after evening exercise and dinner the prior day while in the early adaptation period of device use; the user treated with oral carbohydrates (chocolate milk) and suspended insulin, and subsequent fingerstick improved to 78 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for prompt self-treatment with oral glucose without medical intervention or hospitalization. Investigation included troubleshooting and education performed by support, review of recent activities, confirmation of current glucose values with fingerstick, and reinforcement that adaptation occurs as the system learns insulin needs. Investigation of this case revealed no device alarms or malfunctions and no component issues identified; the event was consistent with hypoglycemia of unclear cause in the context of recent exercise and early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.